Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an x-ray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge fell apart in the wound. The customer further reports that the frayed sponge particles were removed immediately with no ill effect to the pt.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring contacted the customer requesting additional information. Attempts were made to retrieve additional information. However, the customer reports no other information of the event is available.